Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this product was reviewed and did not observe anything within the manufacturing history that appeared to be potentially related to the cause of the field observation. This report is being filed to correct the common device name (d2).

Event description:
It was reported that this programmer gave off a burnt smell when it was plugged into the outlet. The company representative tried to press the power button but the programmer failed to start. The product remains in service. There was no patient involvement reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer gave off a burnt smell when it was plugged into the outlet. The company representative tried to press the power button but the programmer failed to start. The product remains in service. There was no patient involvement reported.